Event description:
Maceration: the fluid would not go through the drain and was sitting close to the wound causing maceration on the left foot.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the (B)(4) issued november 26, 2013 to smith & nephew, inc. (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go negative pressure wound therapy device. The reported complaint relates to a pump contributing to fluid not moving through drain. The pump serial number is (B)(4). The device complaint evaluation and subsequent service/repair was researched. The results indicated that the pump required replacement of serviceable parts, membrane, and plastic case. The mains adaptor for power cord was also provided. The overall assessment was that the unit properly worked and had not shown any error codes associated with malfunction in operation. The associated go canister capacity/model is not established, and no lot number included in complaint report. The associated renasys f/p port kit lot number is also not included in complaint report. This complaint involves an unspecified nature for pump malfunction; the system itself comprised of pump, canister and wound dressing (renasys f/p kit) is reported for not moving fluid through drain or port. There is no mention of volume in canister or indication where exudates were not visible in tubing or connection points. The complaint is inconclusive for pump malfunction as there is no implied pump malfunction in event description, and the pump passed all functional and performance checks as received. The event has no assignable potential root cause to pump features and performance specifications. Probable root cause of system behavior as described is that the port became partially occluded by thick exudates while also working against gravity from description of relative position of pump to wound. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.